Event description:
New information received stated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2019. There was no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
The reported field event of prolonged charge time was confirmed in the laboratory due to review of the hv charge log. The device was tested on the bench using automated testing equipment and no anomalies were found. The charge times of the device were normal in the lab and the field event could not be reproduced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a patient notifier and presented for follow up on (B)(6) 2019. It was confirmed that the patient received an alert for "achieved charge time limit" on (B)(6) 2019. The capacity maintenance was performed manually. The device will continue to be monitored.